Event description:
It was reported that the systolic values and the diastolic values of a vw cuff was 5 to 10 points higher than the arm cuff at the beginning of the case. During mid case and after medication, the vw and arm cuff diverged on systolic values only. It was noted that the max difference was 30 points. Vw values were able to return to normal during the case. When the patient was coming out of anesthesia, a large acumen iq and a vw cuff was placed on the patient. The vw cuff continued to show 10 points higher systolic values. Event occurred at 0930 during an extraction and graft procedure. Cuff was attached to a hs vita monitor. Cuff placement, error messages, lot number, and troubleshooting steps information requested, but were unknown. There were no patient injuries. The device was disposed after the case. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.